Manufacturer narrative:
The sections of the screw were examined visually. The scaphoid screw socket is fractured. The lunate screw is bent. The screw was likely damaged during the event and/or during the screw removal. Conclusions: a conclusion cannot be drawn based on the lack of information concerning the circumstances of this screw break.

Event description:
The slic screw dissociated at the joint approximately 3 months after implantation.

Event description:
The slic screw dissociated at the joint approximately 3 months after implantation. The screw was explanted.